Event description:
The customer reported that there was a system failure during a procedure. The system had to be brought back up, after this, the case was continued. The pt had to be admitted and sent on for surgery.

Manufacturer narrative:
(B)(4). Investigation is still ongoing on this event. When investigation is completed, a follow-up report will be sent to the FDA.